Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a jetstream xc-2.1 atherectomy catheter in one piece. The shaft and the remainder of the device were inspected for damage. Visual examination showed a kink approximately 21cm from the tip. The thruway guidewire that was used in the case was also returned extremely damage and separated. The separated portion was not returned. A .014 test guidewire was inserted into the device and transcended through the device with no restrictions or hesitations. The device would not rotate as designed. The devices pod was taken apart to find rust on the bearing, this would cause the device to not rotate. The rusted area was cleaned and the device was retested and the device functioned as designed, rotation was restored. There were not any issues with the test guidewire. With the kink in the device and the device being used in the body, this could cause some negative interaction between devices especially when tortuous anatomy may be encountered. The device ran for a period of 2 minutes with no issues or errors. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause was unable to be determined. (B)(4).

Event description:
It was reported that the guidewire fractured during use. A 2.1mm jetstream® xc atherectomy catheter was selected for an atherectomy procedure in the superficial femoral artery (sfa). The thruway wire was placed. The jetstream catheter was advanced up over the bifurcation and into the common femoral artery. Upon pinning and pulling the device back into the sheath, the wire broke and was left inside the patient. The procedure was aborted and the patient went to surgery to remove the wire. It was alleged that the jetstream may have caused the wire fracture. Patient is still in the hospital after surgery.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the guidewire fractured during use. A 2.1mm jetstream® xc atherectomy catheter was selected for an atherectomy procedure in the superficial femoral artery (sfa). The thruway wire was placed. The jetstream catheter was advanced up over the bifurcation and into the common femoral artery. Upon pinning and pulling the device back into the sheath, the wire broke and was left inside the patient. The procedure was aborted and the patient went to surgery to remove the wire. It was alleged that the jetstream may have caused the wire fracture. Patient is still in the hospital after surgery.